Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software, product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver fentanyl. It was reported that, over the weekend, the patient's personal therapy manager (ptm) no longer responded. The patient mentioned that they called a couple of weeks ago and was sent a handset since it was doing the same thing; they got some code and was sent a new handset but patient services did not want to send them a ptm. The patient was now getting "ptm not responding" with service code 353. The patient stated that the ptm was not responding and when trying to bolus they could not tell if they were getting any medication because it would cut off in the middle of it. During the call to patient services, the patient close all applications. The patient attempted to connect to the myptm application but it lagged at 90%. The patient walked the patient through clearing data and when the patient tried to connect again they lagged at 90%. The patient walked the patient through clearing data two more times because they were still stuck at 90% lag. The patient then got service code 353 and the patient stated that this was the third time this had happened. The patient tried to connect to the myptm application again and it lagged at 91%. The patient reset the handset and communicator. The patient attempted to connect to the myptm application again and it lagged at 91%. The issue was not resolved. A request was sent for a replacement handset. The patient mentioned that they had the lowest dose for 3 years and the healthcare provider (hcp) wanted the patient to up their medication but the patient would not do it. Additional information received on 2026-03-04 indicated that the patient got the new handset, however, the device that the patient was having problems with was the communicator. Patient services reviewed information with the patient. At first, the patient was hesitant in going through troubleshooting steps and they kept referring to the communicator needing replacement. Patient services explained the need to still troubleshoot. The patient accepted but they were still using the old handset and commented that they did not need a new handset. The patient clarified that the device that was shutting off was the communicator, not the handset; the communicator was shutting off in the middle and the patient was unable to bolus. Patient services had the patient close the application on the handset and tried to connect to their pump. The patient mentioned that connection stopped at 72%, the blue light was still steady then they got "no pump response". Patient services asked the patient to adjust the position of the communicator. The patient confirmed again that they had a steady blue light on the communicator. Patient services had the patient reset the communicator. The patient tried to connect but got "no device found". The patient mentioned that they bolused 3 times a day and they knew exactly where to place the communicator. Steps taken during the call did not resolve the issue. A request was sent for a replacement communicator.

Manufacturer narrative:
D9. Concomitant products tm90t0 and hh90t01/a820 were returned for evaluation on mar-17-2026 and mar-23-2026, respectively. D10. Section d contains information regarding the main component of the system. Concomitant products include: product ID: hh90t01, serial#: (B)(6), product type: mobile platform product ID: a820, product type: software product ID: tm90t0, serial# (B)(6), product type: accessory h3. Analysis summaries: hh90t01/a820 - analysis identified that the handset would not do telemetry. Tm90t0 - analysis identified that the micro usb port was loose, rattling on visual observation. The device passed final functional jbal test but electrical failure was noted. The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.